Event description:
It was reported from (B)(6) that the patient "tagged two (2) batteries that were jumping from one power port to the other [when the charging level was greater] than ten percent (10%)." The patient was given two new batteries and the old batteries will be sent back to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The vad is used for treatment not diagnosis. (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. The reported events were not confirmed via review of the controller log files. Analysis of the batteries revealed that the batteries met specifications. The batteries passed functional testing. There are no known clinical factors that could have contributed to this event. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power source switching are most often attributed to a communication anomaly between the battery and controller. The most likely root cause is a communication error between the controller and batteries, which is being investigated in a manufacturer's internal investigation. Fsca apr2014 was distributed to reinforce proper power management. (B)(4): the returned battery passed external visual inspection and functional testing. The controller log file review revealed no anomalies were found with the battery within the analyzed period. As a result the battery performed as per specification. (B)(4): the returned battery passed external visual inspection and functional testing. The controller log file review revealed no anomalies were found with the battery within the analyzed period. As a result the battery performed as per specification. The reported event resolved with the exchange of the batteries. No further events have been reported. No additional information is expected for this event. If any additional information is received, it will be reported in a supplemental MDR report.

Event description:
The batteries were replaced and returned to heartware for evaluation; the issue was resolved with replacement batteries. There was no reported patient injury as a result of this event.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Product has not been returned.